Event description:
A customer reported a complaint of imprecise sequential readings on her precision xceed blood glucose meter. The customer obtained readings of 318 mg/dl and 87 mg/dl within 10 minutes time frame. All readings were taken from the finger. When plotted on a parkes error grid the results fall into the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Investigation in process.